Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery. The customer¿s blood glucose level was 140mg/dl at the time of the incident. The customer reported that he had a low battery warning which was normal. He changed the battery and the spring at the bottom of the compartment cap out. He stated the cap felt like it was stripping and a piece of plastic came out. He put in a new battery and got a failed battery test. The pump has a black circle and the battery icon was empty. Found spring was damaged. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with blank display due to missing battery tube spring. Unable to confirm failed battery test, low battery alert and unable to perform any test due to blank display. Pump received with cracked battery tube thread, corroded battery tube, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted. Pump was inspected with no broken wire on the battery chamber noted.